Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 400mg/dl and diabetic ketoacidosis. The customer treated with a bolus. Customer indicated that their blood glucose value was 394 mg/dl at the time of the call troubleshooting was performed. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined further troubleshooting and indicated that they would call their doctor.